Manufacturer narrative:
"Investigation summary: this complaint is for false positive cpo results with clinical samples when using phoenix panel nmic/ID-307 (449289) batch number 2308989. The customer did not provide panel returns but provided phoenix generated lab reports and isolates for the investigation. The lab reports show false positive cpo results (rule 1477) for pseudomonas aeruginosa when using the complaint batch. To investigate, three retention panels of complaint batch 2308989 were inoculated with customer returned isolate pseudomonas aeruginosa 5-psuedo and evaluated for cpo results. All three panels returned the expected cpo negative classification with no rule 1477 message. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. " this MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using panel phoenix nmic/ID-307, there was a false positive cpo result for a patient sample. There was no report of patient impact.